Event description:
Reportable based on device analysis (B)(6) 2013. It was reported that during a percutaneous transluminal angioplasty, the device did not cross the lesion. The 90% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery. A 4.00 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon catheter was then selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s condition was good. However, device analysis revealed a hypotube break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device was returned for analysis. The device was returned in two sections to the complaint investigation site as a result of a break measured at approximately 33.3cm distal from the strain relief. A visual examination confirmed no further damage to the catheter. A microscopic examination of the tip, balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).